Event description:
Customer initially reported that testing would not start after a sample applied while using their abbott diabetes care device. The product was returned and investigated for the testing issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currenly undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no damage was observed. Reader powered on with button depression however, did not power on with strip insertion. Reader was further investigated and de-cased. Visual inspection was performed on pcba (printed circuit board assembly) and burn marks on the strip port was observed. Visual inspection was performed on the returned de-cased reader and its printed circuit board assembly (pcba) and lifted pcba traces was observed from strip port. Reader log was successfully downloaded and no abnormalities were observed. Attempted to solder the lifted strip port but the reader powered on only with button and usb cable but did not turn on with strip insertion. The returned battery was measured and result was within the specification. Upon visual inspection on the pcba, no burn mark was observed. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that testing would not start after a sample applied while using their abbott diabetes care device. The product was returned and investigated for the testing issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.